Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with their implantable cardiac monitor coming out of their pocket through the dermabond. The device was removed. The patient was stable.